Event description:
Baxter complaint coordinator reported that a pt using an althin-baxter system 1000 hemodialysis device gained 1.5 kg during treatment. After 2 hours of treatment, a conductivity alarm and a venous pressure alarm occurred. There was no pt injury or medical intervention reported.